Event description:
It was reported that an ilet user experienced continuous glucose monitor pairing failures with a dexcom g6 and requested guidance on changing an insulin cartridge without replacing the infusion set; the user reported prolonged hyperglycemia with glucose values over 300 mg/dl for approximately 8¿10 hours and used a teflon infusion set with lyumjev fast-acting insulin. Symptoms included hyperglycemia without acute clinical effects. Outcomes included no medical intervention, no loss of consciousness, and no hospitalization. Investigation included troubleshooting and education for cgm connectivity and device operation, including a guided ilet reset and review of proper infusion and cartridge procedures. Investigation of this case revealed that after completing the connectivity troubleshooting steps and resetting the ilet, the dexcom g6 successfully paired, and the user proceeded with cartridge replacement as instructed. It was concluded that the event involved a cgm pairing failure that was resolved through standard troubleshooting without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.